Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Additionally, it was reported that the cartridge was leaking from the cartridge tubing. Customer was instructed to load a new cartridge to address the issues. The customer's blood glucose level was 353 mg/dl.